Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor drive device exhibited vibration and was noisy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had damaged burr lock, device runs in locked position, insufficient/low power, chipped/shaved/delaminated, illegible labeling etch. It was further determined that the device failed pretest for visual assessment, label assessment, safety check assessment, rotational speed assessment and rotational speed assessment. Therefore, the reported condition was confirmed. It was noted that there was no power transmission from the engine to the drive shaft, the device stopped under slight pressure, there was a missing red dot on the connector shell and the serial number was almost illegible. The assignable root cause was determined to be traced to maintenance. Correction: d4: serial number: the device serial number was recorded as a lot number in the initial medwatch report. This has been updated to serial number (B)(6).